Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element,mr,ous 2.75x24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified proximal stent damage; proximal stent struts lifted and pulled distally. The crimped stent outer diameter of the undamaged section of the stent was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. Vascular access was obtained via the right femoral artery. The 80% stenosed, 2.75x22mm target lesion with a significant bent of >45 and <90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. The lesion was engaged with a 6f ebu 3.5 guide catheter coaxially and was crossed with a non-bsc wire. Pre-dilatation was performed with a 2x12mm non-bsc balloon catheter and a 2.75x24mm promus element drug-eluting stent was advanced for treatment. However, while deploying the stent, it was noted that the stent got fractured. The device was removed and the procedure was ended. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. Vascular access was obtained via the right femoral artery. The 80% stenosed, 2.75x22mm target lesion with a significant bent of greater than 45 and less than 90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. The lesion was engaged with a 6f ebu 3.5 guide catheter coaxially and was crossed with a non-bsc wire. Pre-dilatation was performed with a 2x12mm non-bsc balloon catheter and a 2.75x24mm promus element drug-eluting stent was advanced for treatment. However, while deploying the stent, it was noted that the stent got fractured. The device was removed and the procedure was ended. No patient complications were reported.